Event description:
Implant date; 05/10/1995. It was reported that the pt discovered that a screw had "fractured" on 04/07/1997. It is alleged that the pt has had pain and disability as a result of this fracture. Not reported to have been explanted.